Manufacturer narrative:
Additional information: it was reported that left hip revision surgery was performed. During the revision the bhr cup, modular head and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. The intraoperative findings of the reported pseudotumor containing a ¿yellowish, slightly cellular liquid¿ and ¿fragments¿ is consistent with findings associated with alval; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pseudotumor and alval cannot be confirmed. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened.

Event description:
It was reported that revision surgery was performed due to alval and pseudotumour. Bilateral implantation and revision procedures.